Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and failure failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was inspected and found to have no loose, frayed or broken cables. No product issue was identified. Additional findings not reported by site were also identified: the mcs instrument was found to have the tube adapter broken. Size of broken piece measures approximately 0.053" x 0.125". The missing piece was not returned.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument wire was broken. The procedure was completed with no reports of patient injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue was identified upon inspecting the mcs instrument prior to use. There was no report of fragment(s) falling inside the patient.